Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that was for t12 - s2 psf. Surgical arm tests, shoulder calibration as well as camera review were all performed and were successful prior to the start of surgery. Surgeon and representative reviewed intra operative plan prior to procedure. Patients anatomy, pre-existing surgery and spinal deformity lead to a difficult case. Skive potential, screw sizing and placement were all noted. Stabilization rods were in place from previous surgery. Plans were made around the existing hardware. 10-pt test was completed. 3-pt test was completed. The surgical system was mounted to bed and draped. The system was then mounted to patient. 3define scan was performed. Draw spine was completed and positioning was obtained. Trajectory was sent to s2 right. Trajectory sent to s2 left. Trajectory was sent to s1 left. Trajectory was sent to l5 left. Trajectory was sent to l4 left. L4 left trajectory was drilled and found to have no floor for k-wire upon testing. Trajectory was sent to l3 left. L3 left trajectory was drilled and found to have no floor for k-wire upon testing. Trajectory was resent to l3 left position and tested again with same outcome, no floor for k wire. Surgeon decided to proceed with next set of screws. Trajectory was sent to s1 right. Trajectory was sent to l5 right. Trajectory was sent to l4 right. Trajectory was sent to l3 right. L3 right trajectory was drilled and found to have no floor for k-wire as well. Surgeon decided to move on with procedure and fix trajectory later on in procedure. While positioning arm in ap for second segment the arm dropped. Ap position was resent successfully. Trajectory resent to l3 left for a third time. Adjustments were made to the screw plan and placement was improved and confirmed by surgeon. Trajectory was sent to l2 left. Trajectory was sent to l1 left. Trajectory was sent to t12 left. Trajectory was sent to l3 right. Position was adjusted on plan to correct drill trajectory. Arm placement was decided to be more accurate, drilled and confirmed by surgeon. Trajectory was sent to l2 right. Trajectory was sent to l1 right. Arm trajectory collided with rod despite being planned laterally around rod placement. Plan trajectory was updated to be further lateral and accepted by surgeon af ter drilling. Trajectory was sent to t12 right. The guidance system was unmounted from patient. The guidance system was unmounted from bed. Screw placement was visualized using fluoroscopy. Overall workflow and screw placement was deemed successful by both surgeon and representative. There was no patient harm